Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current blood glucose level was 470mg/dl. Troubleshoot was conducted. The customer conducted own set change and declined to continue to troubleshoot. The customer was advised to monitor the device and call back if issues with the pump or blood glucose levels continue.